Event description:
It was reported that the patient presented with pain. Mesh was explanted. Doctor did not feel there was anything wrong with mesh.

Manufacturer narrative:
The subject product has been received and examined. All components were found to be intact. There was nothing observed to suggest that the product may have caused or contributed to the patient's pain.